Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. The tamper seals and labels were intact. There was evidence of the error recorded in the event history log. The customers reported problem was not duplicated. Air in line error message was not detected during functional test. The investigation was unable to determine the intermittent of the error. No fault was found with the device. For corrective action the air detector sensor was replaced for preventive measure due to cosmetic defect. The root cause was undetermined/unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history report review was not performed. Service history review identified this device was previously completed on (B)(6) 2022. The repairs should not have impacted the air in line detector. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an air in line error. Several cassettes were tried, but still got air in line error. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.